Event description:
It was reported that they call back in 10 minutes because they were dealing with a patient code. Called back and spoke with nurse who stated that they were trying to start new therapy and arctic sun device primed and stopped. Tried to start again and guided to diagnostics showed that the system hours were 543, pump hours were 268, inlet pressure (ip) was -3psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 2.2lpm. Disconnected and reconnected using proper technique, ensured tubing straight and unobstructed and no damage to fluid delivery line (fdl). No change in values. Stopped therapy, emptied and disconnected pads and placed device in manual control. Then noted a considerable amount of water leaking from the pad connectors. They turned device off and would replace pads later but needs to deal with coding patient for now. Per follow up information received via task on 21nov2024, nurse noted the device was replaced but the pads were still used. The leaking stopped once the device was swapped out. Pads were size large. Device had been sent to biomed. Pads disposed of after therapy completion.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump. The device was evaluated. It would not fill during decontamination. The circulation pump head was replaced. The device passed all applicable testing and is ready for use. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they call back in 10 minutes because they were dealing with a patient code. Called back and spoke with nurse who stated that they were trying to start new therapy and arctic sun device primed and stopped. Tried to start again and guided to diagnostics showed that the system hours were 543, pump hours were 268, inlet pressure (ip) was -3psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 2.2lpm. Disconnected and reconnected using proper technique, ensured tubing straight and unobstructed and no damage to fluid delivery line (fdl). No change in values. Stopped therapy, emptied and disconnected pads and placed device in manual control. Then noted a considerable amount of water leaking from the pad connectors. They turned device off and would replace pads later but needs to deal with coding patient for now.